Event description:
It was reported that a clearlink system y-type blood/solution set leaked from the side of its hand pump. The reporter stated that there was a pin hole at the bottom of the squeeze chamber. This occurred during patient infusion of plasmalyte and normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed in which the device was spiked into an in-house 1000 ml solution bag containing distilled water and reprimed. This identified a leak between the pump barrel and the bottom end cap. The reported condition was verified. Microscopoic inspection of the leak site identified an incomplete seal between the pump barrel and bottom end cap. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.